Manufacturer narrative:
Other applicable components are: product ID: 97754, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that her recharger was frozen. The patient reported that the recharger screen went blank and started beeping. The patient reported that she was recharging the ins in a car and it occurred when she got out of the car and the ins shut off at the same time. The patient reported that she was eventually able to turn the ins back on with the patient programmer (pp). It was noted that the ins currently had 3/4 charge. The patient reported that she informed a manufacturer¿s representative (rep). The patient was assisted in resetting the recharger and reported seeing the splash screen. The recharger issue was resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.